Manufacturer narrative:
Correction to h2: the correct entry for "if follow-up, what type" is "additional information." This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation noted that the following additional faults with the subject device: (a) the outer tube was damaged, (b) the cover glass of the insertion section was cracked, and the (c) the cable was broken. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure (green image). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the green image problem occurred because of the following: 1. The cable pins of connector are too small for the shield cables. 2. The sealing compound within the connector does not seal the soldering joints (bare cable contacts completely against steam). 3. There was an issue with the soldering process. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable telescope had the image became green during an unknown therapeutic procedure. The procedure could be completed successfully without patient harm or delay of the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was been returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.